Event description:
It was reported by the rep that the (1) cdh33 was used during a lower anterior resection procedure. It was reported that the instrument did not fire properly. The staple line "donuts" were incomplete. The case was finished by hand-suturing. There was no consequence to the pt.